Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of homechoice cassettes had system error 2267 (air in line/set) alarm. It was unknown if the patient was connected at the time of the alarm. This occurred during an unspecified process step of peritoneal dialysis therapy. During the troubleshooting, it was reported that there was a connection issue between the supply line of a homechoice cassette and supply bag that led to this alarm. The connection issue was further described as the screwing connections between the lines of the set and the bags were difficult to connect. There was no patient injury or medical intervention associated with this event. No additional information is available.